Manufacturer narrative:
Other text: no lot number was provided; therefore, a history record review could not be conducted., corrected data: h6: conclusion, h10 DHR review added.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the there was a no disposable clamp tubing alarm from 2 different cassettes over the last 2 weeks. No further details provided. No injury reported.